Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect the information regarding the procedure and its completion, but the customer did not provide it. The philips field service engineer (fse) inspected the system onsite and confirmed that the image system was faulty. Upon functional testing, the fse found ippc error. The part analysis for defective ippc was performed and it concluded issue with hdd and cmos. To resolve the issue, the fse replaced the ippc and downloaded the software. After replacement of ippc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's image system failed. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect the information regarding the procedure and its completion, but the customer did not provide it. The philips field service engineer (fse) inspected the system onsite and confirmed that the image system was faulty. Upon functional testing, the fse found ippc error. The part analysis for defective ippc was performed and it concluded issue with hdd and cmos. To resolve the issue, the fse replaced the ippc and downloaded the software. After replacement of ippc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The manufacture date, serial number, product UDI, reporting address line 1 and the reporting address city have been updated.